Event description:
It was reported that the system with an implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead showed unstable shock lead impedances with high, out of range values and within range values on the same day. The ICD and rv lead remain in service at this time. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5151680.